Event description:
It was reported that the patient turned off her implant the wednesday prior to the report because her left hamstring ¿turned as tight as a rock.¿ in addition, the stimulation seemed to go through her entire body, causing her whole body to shake inside, which made her physically sick. It was too strong at the hospital at 2.50, so it was turned down to 2.0 before she left. At the time of the report the patient was on program 1 at 1.30. She was told that she had ¿four probes and only two of them worked.¿ no interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0p9lw, implanted: 2014-(B)(6), product type lead. (B)(4).